Event description:
It was reported that customer experienced pixel problem on pump display that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed that pump would be replaced and that new pump would need to be programmed with pump settings and connected to continuous glucose monitor.